Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) reported that the patient needed their battery moved to the left side. It is currently in her right flank and is constantly irritated as she has difficulty charging. Impedances and mapping of both leads were performed. The rep indicated that they would provide updates following the patient's planned consultation. No further patient complications have been reported as a result of this event.